Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cranial biopsy procedure. It was reported that that 3 needles from the same lot did not show on the navigation. The site used a different lot for the 4th needle and it worked perfectly. The site used the needles with regular eye guidance. Navigation and imaging were aborted causing less than an hour delay in the case. No impact on patient outcome.